Event description:
It was reported that the pacemaker and this right ventricular (rv) lead triggered a lead safety switch (lss) due to a low out of range pacing impedance measurement, less than 200 ohms. Technical services (ts) noted the pacing impedance abruptly dropped. Also, noise was observed and ts suspected electromagnetic interference (emi). The presenting electrogram (egm) showed brady pacing was applied but capture couldn't be confirmed. Also, there was a low ventricular pacing percentage. Ts recommended an in-person evaluation of the lead. A request was made to have data from this device analyzed. Data analysis showed the power was normal and stable, and the impedance measurement rose to 462 ohms after the switch to unipolar. The pacemaker diagnostic data appeared normal, and there appeared to be no malfunction of device hardware. Ts discussed this was a possible lead, position, or connection issue. Ts recommended doing palpitations around the pocket while measuring impedance and a possible lead revision. No noise or impedance changes were observed with pocket manipulation. The physician noted the patient lifted weights and suspected possible subclavian crush. It was noted the patient was scheduled for a future chest x-ray. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead triggered a lead safety switch (lss) due to a low out of range pacing impedance measurement, less than 200 ohms. Technical services (ts) noted the pacing impedance abruptly dropped. Also, noise was observed and ts suspected electromagnetic interference (emi). The presenting electrogram (egm) showed brady pacing was applied but capture couldn't be confirmed. Also, there was a low ventricular pacing percentage. Ts recommended an in-person evaluation of the lead. A request was made to have data from this device analyzed. Data analysis showed the power was normal and stable, and the impedance measurement rose to 462 ohms after the switch to unipolar. The pacemaker diagnostic data appeared normal, and there appeared to be no malfunction of device hardware. Ts discussed this was a possible lead, position, or connection issue. Ts recommended doing palpitations around the pocket while measuring impedance and a possible lead revision. No noise or impedance changes were observed with pocket manipulation. The physician noted the patient lifted weights and suspected possible subclavian crush. It was noted the patient was scheduled for a future chest x-ray. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient received a chest x-ray and no issues were noted. The patient was scheduled for an appointment with their physician at a later date.